Manufacturer narrative:
Block db2 additional procodes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 24985328. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na . Batch: 27282905. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 25168210. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire deep brain stimulation (dbs) system was removed for an unknown reason. No additional information could be obtained at this time. Additional information received indicated the patient had severe tremors, and although the system helped, they wanted to revise the system to try to obtain more symptom relief. Patient did well postoperatively but continues to experience severe tremors. Explanted devices were retained by the facility; as such physical analysis could not be conducted in our laboratory.

Event description:
It was reported that the patient underwent an explant procedure wherein the entire deep brain stimulation (dbs) system was removed for an unknown reason. No additional information could be obtained at this time.

Manufacturer narrative:
Db2: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6) UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600-c, serial: na, batch: 24985328, UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600-c, serial: na , batch: 27282905, UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600-c, serial: na, batch: 25168210, UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Manufacturer narrative:
Db2: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 24985328. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 27282905. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 25168210. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire deep brain stimulation (dbs) system was removed for an unknown reason. No additional information could be obtained at this time. Additional information received indicated the patient had severe tremors, and although the system helped, they wanted to revise the system to try to obtain more symptom relief. Patient did well postoperatively but continues to experience severe tremors. Explanted devices were retained by the facility; as such physical analysis could not be conducted in our laboratory.